Event description:
It was reported the glass display is broken. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) lens is broken. Lower case, both bail covers, and battery drawer are broken. Battery release is contaminated. Ring cover is broken and contaminated. One case screw is missing. The ring is bent.